Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that when exchanging the internal backup battery (ebb) of the backup system controller, the pins of the cable attached to the controller that connects to the ebb came out. The system controller was "retired".